Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device ripped during removal of specimen. Another device was used without further consequences. Gender, age, weight, procedure and incident date are not available. No patient injury or ill-effects. No medical intervention required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was completely detached from the ring and was not cinched and still folded. The pull ring was set in the handle. There was bag remnant on the metal ring. The black shrink tube was intact on the ring. The plunger and metal ring advanced and retracted properly. The bag was manually cinched without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for detached bag complaints. These conditions suggest that the gold ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.